Event description:
Per the clinic, the patient experienced infection at the abutment site. In (B)(6) 2014 (day not reported), the patient underwent a procedure for debridement at the site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics due to infection. Correction: the date of surgery was (B)(6) 2015; not (B)(6) 2014 as previously reported. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.